Event description:
It was reported that the 9900 system had a collimator iris potentiometer error during a case. Also the footswitch was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator, secondary filter, and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.